Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated (B)(6) 2024 in the b.5. Field. No further follow-up is planned. Evaluation summary: a patient reported that the humapen ergo ii was broken because it "did not give the liquid, when they press the cartridge from above, it did not give the medicine out. Patient hit twice in a row without realizing it, patient thought the medicine had not arrived". Patient experienced decreased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The core instructions for use manual states "if you do not think you received your full dose, do not take another dose. Call lilly or your healthcare professional for assistance." There is evidence of improper use. The patient continued to use the device after the alleged insulin delivery issues and injected a second dose. This misuse is likely relevant to the event of decreased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a patient via a patient support program (psp), concerned a patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70/human insulin 30 (rdna origin) injections (humulin mix 70/30), from cartridge, via a reusable pen (humapen ergo ii), at an unknown dose, frequency, via unknown route, for the treatment of unknown indication, beginning on an unknown date. On an unknown date, patient started to use the humapen ergo ii pen. On an unknown date, after starting human insulin isophane suspension 70/human insulin 30 therapy, patient was using broken humapen ergo ii. It did not give the liquid, when they press the cartridge from above, it did not give the medicine out. Patient hit twice in a row without realizing it, patient thought the medicine had not arrived. The patient continued to use the device after the alleged insulin delivery issues and injected a second dose (improper use). Patient sugar dropped very low (exact values, units and reference ranges were unknown) ((B)(4)., lot number unknown). Patient was taking to the hospital and was hospitalized on an unknown date at 12.30 at night and left around 15.00 in the afternoon next day. Unspecified serum was taken as corrective treatment for the event. Information regarding hospitalization details and discharge date was not provided. Outcome of the event was recovered. The human insulin isophane suspension 70/human insulin 30 treatment was unknown. The operator of the humapen ergo ii was patient and his/her training status was not provided. The humapen ergo ii general model duration of use and suspect duration of use was not provided. The action taken with humapen ergo ii was not provided and it was not returned to manufacturer. The initial reporting consumer did not provide the relatedness of the event with insulin human protamine suspension drug and with suspect humapen ergo ii device. Update 26-nov-2024: information was received from initial reporting consumer on 22-nov-2024. No medically significant information was received. No changes were made to the case. Update 06-dec-2024: additional information was received from the initial reporter on 03-dec-2024 via psp. This case was updated from non-serious to serious by adding the seriousness criteria of hospitalization for event blood glucose decreased. Added the EU/ca device field. Updated the drug coding from human insulin (rdna origin) unknown formulation to human insulin (rdna origin) 30 regular, 70 nph, and outcome of event from unknown to recovered for blood glucose decreased. Updated narrative with the new information. Edit 11-dec-2024: upon review of information received on 03-dec-2024, updated the description as reported for event and narrative. Edit 12-dec-2024: upon review of information received on 03-dec-2024, updated the occupation of primary reporter, treatment received for event for unknown to yes and narrative with new information. Edit 17dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Update 19dec2024: additional information received on 13dec2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint number (B)(4). Updated improper use from no to yes. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This solicited case, reported by a patient via a patient support program (psp), concerned a patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin mix 70/30), from cartridge, via a reusable pen (humapen ergo ii), at an unknown dose, frequency, via unknown route, for the treatment of unknown indication, beginning on an unknown date. On an unknown date, patient started to use the humapen ergo ii pen. On an unknown date, after starting human insulin isophane suspension 70%/human insulin 30% therapy, patient was using broken humapen ergo ii. It did not give the liquid, when they press the cartridge from above, it did not give the medicine out. Patient hit twice in a row without realizing it, patient thought the medicine had not arrived. Patient sugar dropped very low (exact values, units and reference ranges were unknown). Patient was taking to the hospital and was hospitalized on an unknown date at 12:30 at night and left around 15.00 in the afternoon next day. Unspecified serum was taken as corrective treatment for the event. Information regarding hospitalization details and discharge date was not provided. Outcome of the event was recovered. The human insulin isophane suspension 70%/human insulin treatment was unknown. The operator of the humapen ergo ii was patient and his/her training status was not provided. The humapen ergo ii general model duration of use and suspect duration of use was not provided. The action taken with humapen ergo ii and its return status was not provided. The initial reporting consumer did not provide the relatedness of the event with insulin human protamine suspension drug and with suspect humapen ergo ii device. Update 26-nov-2024: information was received from initial reporting consumer on 22-nov-2024. No medically significant information was received. No changes were made to the case. Update 06-dec-2024: additional information was received from the initial reporter on 03-dec-2024 via psp. This case was updated from non-serious to serious by adding the seriousness criteria of hospitalization for event blood glucose decreased. Added the EU/ca device field. Updated the drug coding from human insulin (rdna origin) unknown formulation to human insulin (rdna origin) 30% regular, 70% nph, and outcome of event from unknown to recovered for blood glucose decreased. Updated narrative with the new information. Edit 11-dec-2024: upon review of information received on 03-dec-2024, updated the description as reported for event and narrative. Edit 12-dec-2024: upon review of information received on 03-dec-2024, updated the occupation of primary reporter, treatment received for event for unknown to yes and narrative with new information. Edit 17dec2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.